Event description:
It was reported that a patient presented with a device erosion noted at the pocket and infection. According to the physician, the infection was not product or procedure related. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Interrogation results was normal. Visual screen was acceptable, a device image download successful or attempted